Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was advanced from the duodenoscope at the papilla. Cannulation was attempted, but was unsuccessful; the device was orientated to the left of the desired location. The surgeon rotated the sphincterotome in order to alter the orientation and cannulation was achieved. However, the sphincterotome failed to bow. No visible damage was noted to the device when viewed endoscopically. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition was reported to be stable. Based on the device analysis, which indicates that the working length was kinked, the guidewire channel was pierced, and the extrusion was melted, this is now considered a reportable event.

Manufacturer narrative:
The device component code 3038 relates to the device problem codes 1339 and 2205 for the evaluation findings of catheter working length kinked and guidewire channel of catheter perforated. The device component code 2934 relates to the device problem code 1385 for the evaluation findings of extrusion melted. A visual examination of the returned device found that the working length was kinked at approximately 147cm from the distal end. The guidewire channel was pierced approximately 6.5cm from the distal tip, which most likely occurred during removal of the forming mandrel during preparation. The proximal pierce hole was without issue. However, the exposed cutting wire appeared to have melted/split the extrusion at the distal pierce hole. The tear caused the cutting wire anchor to slide proximally from the distal pierce hole and thereby shortened the exposed cutting wire length. A functional evaluation found that the device did not meet the minimum bowing specification due to the melted extrusion and the shortened exposed cutting wire length. The device presented no working length twist and the tip curve was properly shaped. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The investigation concluded that the melted extrusion is likely due to customer usage/handling during the procedure. Therefore, the most probable root cause classification is operational context due to due to the procedural factors/generator settings.